Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, lens could not get into the eye completely. Additional information received and stated, the surgery was completed on the same day with a backup lens of same model and diopter. There was no patient harm.

Manufacturer narrative:
The lens and associated company cartridge were returned in a large biohazard bag in the lens carton. The lens was positioned incorrectly in a lens case. Solution was dried on the lens. One haptic was folded onto the anterior optic edge. The lens was cleaned with klotho-related protein (klrp) to further evaluate. The bent haptic relaxed into the original position. The posterior optic surface has three sets of rounded edge cracks in the shape of an instrument used to grasp the lens. An inadequate amount of viscoelastic was observed in the returned company cartridge. The wings show evidence of being placed into a handpiece. Stress lines were observed on the anterior of the cartridge tip. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The viscoelastic and handpiece information was not provided. It is unknown if qualified products were used. The complaint was reported as could not get lens to go in eye completely. The lens and the cartridge were returned separately. Based on the evaluation of the lens and the cartridge, the root cause for the reported complaint was most likely related to a failure to follow the instructions for use (IFU). An inadequate amount of viscoelastic was observed in the cartridge. The company IFU instructs to completely fill the cartridge with ophthalmic viscosurgical device (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The customer indicated unknown for the associated products. The IFU instructs: company foldable intraocular lenses (iols) are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd filled cartridge. The lens should be inserted until the optic is a little more than halfway inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and or damage. The manufacturer internal reference number is: (B)(4).